Event description:
During the procedure physician used endeavor sprint rx drug eluting stent to treat lesion (size: 20mm) in cx that exhibited 80% stenosis with moderate calcification and moderate tortuosity. It is reported that the stent has been deformed after attempting delivery. The deformation was noted when the device was retrieved from the patient after unsuccessful positioning. The lesion was pre dilated 4 times with 2.00mm x 15mm and 2.50mm x 15mm balloon devices at 12 atm. The device was removed from packaging per IFU, inspected and prepped before use without any issues noted. Resistance was noted during the device advancement but no excessive force was used. The physician believes that the event was procedural related; not device related. Information regarding how procedure was completed is unavailable. No patient injury reported.

Manufacturer narrative:
Evaluation results: deformation problem (stent).

Event description:
Evaluation summary: the distal tip was damaged indicating that it may have been stubbed during advancement. The 7th and 8th distal stent segments were deformed with a number of the struts raised.

Manufacturer narrative:
Results: patient¿s condition affected effectiveness of device (80% stenosis with moderate calcification and moderate tortuosity); inherent risk of procedure (stent damage); no results available since no evaluation was performed (device not back for evaluation). Conclusion: device failure related to patient condition (80% stenosis with moderate calcification and moderate tortuosity); known inherent risk of a procedure (stent damage); unable to confirm complaint (device not returned for evaluation). (B)(4).